Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse tested arm #3 which was found to be functional. The fse noted that the system was ready for use. No products were replaced/adjusted by the fse.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the customer indicated that arm #3 could not be positioned at a desired angle. The patient had a unique anatomy that complicated the procedure, and the desired arm angle was not achievable under these specific conditions. Initial troubleshooting showed no effective onsite connection and no logs or error/warning messages on the system. Rebooting the system and connecting the lan cable did not resolve the issue. During a video call with an intuitive surgical, inc. (Isi) technical support engineer (tse), the surgeon explained that the insertion axis of arm 3 could not align with the third cannula that was already inserted into the patient. The tse suggested manually pulling joint 3 while pressing the instrument clutch, which improved the angle slightly but still did not allow docking. As a result, the surgeon created a new entry point and inserted another cannula to use arm #3. The tse reviewed the available system logs but found no errors. The nurse later confirmed that a second cannula had been installed successfully. The reported delay caused by the issue was approximately two hours. The tse suggested checking the range of motion of arm #3 after the procedure, but the nurse declined to do so due to the delay and upcoming surgeries. The nurse requested a full system check of arm #3. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of two hours.